Manufacturer narrative:
Product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient indicated she was never happy with her tka. Doctor suggested she waits for revision until at least 1 yr post op. All diagnosis showed not loose or infected. Saw the patient back six month later and she claims she¿s unable to walk or function with her knee. Doi: (B)(6) 2017; dor: (B)(6) 2018; left knee.